Event description:
As reported, during deployment of a 5mm x 100mm smart flex vascular self-expanding stent (ses), the stent was released halfway but could not continue to be released. As a result, the stent was slowly withdrawn from the patient with the delivery system under digital subtraction angiography (dsa). Two non-cordis stents were used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat atherosclerosis of bilateral lower extremities with multiple plaque formations. The lesion was 90% stenosed and was severely calcified with moderate tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d9, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 334712 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, during deployment of a 5mm x 100mm smart flex vascular self-expanding stent (ses), the stent was released halfway but could not continue to be released. As a result, the stent was slowly withdrawn from the patient with the delivery system under digital subtraction angiography (dsa). Two non-cordis stents were used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat atherosclerosis of bilateral lower extremities with multiple plaque formations. The lesion was 90% stenosed and was severely calcified with moderate tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU). The device was returned for analysis. A non-sterile ¿smart flex 5x100 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit present a partial deployment of the stent and the hemostasis valve is noted to be closed. An outer sheath separation is observed located approximately at 130cm from the distal tip. A kink is present located approximately 127cm from the distal tip. No other damages or anomalies were observed on the returned device. Functional testing was not performed due to the observed separated condition on the outer sheath. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was analyzed using a vision system to magnify the damage area. Results showed that the edges on the separated area presented evidence of elongations. The elongations found on the plastic material and the plastic deformations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. A product history record (phr) review of lot 334712 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the unit was returned with the stent partially deployed and a separation of the outer sheath was observed. However, the exact causes cannot be determined. Device analysis concludes the device was induced to events that exceeded its material yield strength prior to the separation of the outer sheath. Additionally, elongations and plastic deformations were evident on the returned device. Therefore, based on the information available for review it is like handling and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.